Manufacturer narrative:
Required intervention to prevent permanent impairment damage (devices).

Event description:
It was reported that an asymptomatic patient presented via (B)(4) transmission showing non sustained lead noise due to post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on stored egms. Programming changes were made. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.